Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, while stapling, the surgeon able to pressed the green button, but cannot squeeze the handle and the device was not able to fire. The ligasure device's handle was unable to be closed and the knife blade was difficult to advance. Used a new product to complete the case. There was no patient injury.